Event description:
Customer states a cord blood typed by tube methodology as a positive. This same sample was tested by mts a/b/d gel card after washing the cells 4x. One card was spun and read using the reader and the other card spun and read manually. The card read by the reader typed as a pos, the card read manually typed as ab pos. Because of discrepancy, the customer washed the cells 6x and repeated testing by using the reader. The patient typed as group o. There was no report of harm as a result of this event.